Manufacturer narrative:
Initial reporter's phone and address number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 140 h had an external fluid leakage that was noted at the header of the device immediately after the start of therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation, however a video was evaluated. During the visual inspection of the provided video an external fluid leakage at the connection header/housing is visible. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted. The batch file record of the lot number 7-5818-h-01 was reviewed. There was neither nonconformities, nor change control management events, nor atypical events, nor failures or reworks documented that could be associated with this complaint. The batch review found that this batch met the release requirements. Should additional relevant information become available, a supplemental report will be submitted.